Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to seek assistance with care and mentioned that they were hospitalized due to low blood glucose readings in the past. Customer stated that they made adjustments and everything seems to be fine at the moment. Customer did not want to provide any further details on the incident. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.